Manufacturer narrative:
Model number/catalog number 720185-01, serial number (B)(4), batch/lot number (B)(4), gtin (B)(4), model/catalog description reservoir flat iz 100 ml, expiration date 10/12/2014, manufacturer date 10/29/2012.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump and cylinder components removed as the prosthesis failed to work. The exact problem of what was wrong was not identified. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.